Event description:
Our office in (B)(6) was notified by (B)(6) that a (B)(6) female pt experienced an eye burning sensation, swollen eyelid and red eyes following the use of oxysept 1 step neutralizing tablets. The report indicates she received 'local' antibiotic treatment, eye drops and hospital treatment.

Manufacturer narrative:
(B)(4): eyelid swelling.